Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: closed at dchu - no sample, no lot, no product number.

Event description:
It was reported that the unspecified bd hypo syringe experienced a clogged/blocked needle which was noted prior to use. The following information was provided by the initial reporter: the patient child was admitted to the nicu on (B)(6) 2020 due to neonatal pneumonia, and was given symptomatic treatment such as oxygen inhalation and ceftriaxone anti-infection. Before blood gas analysis and examination on (B)(6) 2020, heparin was drawn for anticoagulation treatment, it was found that the needle of the disposable sterile syringe was blocked, and a new disposable sterile syringe was replaced in time, which did not cause adverse consequences.